Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a leak from the access post pump line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in the blood pump line of an oxiris set during priming of the device. The set was used with a prismaflex machine. There was no patient involvement. No additional information is available.